Event description:
The report received from the study indicated that the patient had a cypher select plus 2.25 x 18 mm stent implanted in the first obtuse marginal (om) segment. The patient was scheduled for a staged procedure due to time/logistics. Two days after the index procedure, a 95% stenosis of the first obtuse marginal branch was reported. This was not reported as an in-stent or peri-stent restenosis. The report indicates that the proximal left anterior descending and other obtuse segments were treated during the staged procedure/re-pci. The adverse event of re-pci was reported to be unrelated to the study device/procedure. The patient was discharged the day after the re-pci. There were no reported procedural complications, device deviations or adverse events reported prior to discharge.

Manufacturer narrative:
The indication for the index procedure was an acute non-st-elevation myocardial infarction (nstemi) with onset of symptoms greater than seventy-two hours prior to the procedure >72 hours). The patient was found to have three-vessel disease and had one lesion treated during the procedure. A staged procedure was planned due to time/logistics. The patient's left ventricular ejection fraction was not provided. The patient's cardiac enzymes pre and post-procedure were noted to be elevated. The target lesion for the procedure was the first obtuse marginal branch. The lesion was reported to be: de novo, 2.5 mm vessel diameter, 15 mm length, a 95% stenosis, concentric, and type b1. The lesion was pre-dilated with a 2.5 x 12 mm balloon at 8 atm. A cypher select plus 2.25 x 18 mm stent was implanted at 16 atm. The stent was post-dilated with a 2.5 x 15 mm balloon at 16 atm. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. A satisfactory result was obtained. The patient was reported to be asymptomatic at the one and six-month follow ups and was continuing his medical regimen. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.